Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 555 mg/dl. The customer¿s current blood glucose value was 300 mg/dl. Auto mode feature was activated at the time of high blood glucose event. Customer reported insulin pump had insulin flow block alarm. Trouble shooting was performed. No further complications were reported. The device will not be returned for analysis.